Manufacturer narrative:
The device was received. Investigation is not completed.

Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering dept with an unsigned note that stated, "unit does not beep." No tracking info provided; therefore, specific patient info, pump programming, or event details were not available. During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no add'l info was provided.